Event description:
It was reported that a bladder cancer pt suffered anaphylaxis and angioedema after undergoing several cystoscopic procedures. The source of this info is an abstract entitled. "Two cases or ortho-phthalaldehyde induced allergic reactions in pts undergoung surveillance cystoscopy."